Event description:
It was reported that during a surgical procedure at the user facility that the femoral canal tip fractured at the junction with the handpiece. After a search of the surgical wound and sterile field, the device fragment could not be located. X-rays were taken to ensure the fragment was not retained in the patient, and the procedure was completed successfully without a delay.

Manufacturer narrative:
The device was not available for return.

Event description:
It was reported that during a surgical procedure at the user facility that the femoral canal tip fractured at the junction with the handpiece. After a search of the surgical wound and sterile field, the device fragment could not be located. X-rays were taken to ensure the fragment was not retained in the patient, and the procedure was completed successfully without a delay.